Event description:
It was reported by service report that the scale was not working on 3002 bed, power cord cut and headend hi-lo not going down. No adverse consequences have been reported.

Manufacturer narrative:
Sensor coil cord, scale module.